Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient reported the pink slide moved forward and the cannula was inserted into the skin, but the cannula was not visible when the pod was removed. The patient's blood glucose reached 370 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.